Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. During the planned implant exposure, the implant was not osseointegrated in the upper third. 3-5 mm of the upper threads were exposed and were surrounded by granulation tissue. This gap continued apically¿the implant had to be explanted. Reimplantation after healing is planned.